Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the user facility and the surgeon. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 3003379990-2007-00011, 00012.

Event description:
Osteoarthritis. Allegedly, the tip of the driver broke in the hex hole on the inserter. The stem inserter would not release from the cemented stem even after it was confirmed that no cement, bone or soft tissue was preventing successful removal. The event added about one hour to the surgery.